Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reportedly noticed the leaking during treatment. It also reported the patient switched to a different cassette, and did not have further issues. It was confirmed that there was no harm, adverse event, blood loss, or medical intervention as a result of the issue. Due diligence attempts were exhausted, but additional information was not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon follow up with the pdrn, it was confirmed that the patient is confirmed on manual treatments, and confirmed that the patient has been continuing his peritoneal dialysis therapy without any issue.